Event description:
In 2008, the sales rep reported that the extender sleeves were being tested and the sleeve would not hold the screw properly. The malfunction has contributed to an adverse event in the past. There was no pt contact reported.

Manufacturer narrative:
Product is an instrument and is not implantable. Request have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.